Manufacturer narrative:
(B)(4) and outflow graft were not returned to heartware for evaluation. Review of the manufacturing documentation confirmed that the associated devices met all requirements for release. The reported event of low flow alarms was confirmed via log file analysis which revealed 10 low flow alarms and a decrease in estimated flow on (B)(4) 2016 at approximately 18:12 to parameters below normal operating range. Of note, it was reported that cta revealed outflow graft obstruction and stenting of the outflow graft resulted in immediate improvement of lvad flows. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the investigation conducted, the most likely root cause of the low flows can be attributed to the reported outflow graft obstruction. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Additional information received: (added outflow graft & the serial#(B)(4)). Outflow graft/ serial#(B)(4)/ catalog number 1125 / expiration date 31/may/2019; no, not returned to manufacturer. MFR date: 31/may/2014. (B)(4). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. These surgical procedures are associated with numerous risks. Device thrombus is a known potential adverse event associated with the implantation of all vads as outlined in the instructions for use. The pump is a fixed speed system. Low flow, average flow below the alarm threshold, may be related to poor vad filling. The instructions for use addresses setting of parameters for flow, power and watts. Guidelines for potential causes of alarms, assessment of the patient and device status along with related potential causes which can include pump obstruction and are outlined along with potential actions to take. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site that the patient was admitted to the hospital on (B)(6) 2016 with persistent low flow ventricular assist device (vad) alarms. It was stated that the patient was hemodynamically stable on presentation and was normotensive and relatively asymptomatic. It was stated that the patient was taken for stenting of his outflow graft to the interventional radiology (ir) lab and had two stents placed. It was further stated that the patient had immediate improvement in his left ventricular assist device (lvad) flows. Patient is currently in 1a status, awaiting the transplant. No additional information available.